Manufacturer narrative:
Initial.

Event description:
It was reported that after a firmware update the ilet pump stopped receiving glucose readings from a paired dexcom g7 continuous glucose monitor (cgm) sensor while the dexcom app continued to display values, indicating signal loss limited to the ilet. No adverse clinical symptoms reported. Outcomes included no reported impact on health and no hospitalization. User support included guided troubleshooting and education, including power cycling the pump and attempting re-pairing by toggling bluetooth and restarting the pump. Investigation of this case revealed a post-update communication disruption between the ilet and the cgm transmitter consistent with a pairing or connectivity malfunction of the pump¿s communication function. It was concluded, based on previously established findings for similar reports, that the cause was a device¿cgm communication issue following firmware update that required re-pairing and standard connectivity recovery steps.